Event description:
On 15 july 2021, neotract was made aware of a patient who underwent a successfully completed prostatic urethral lift (pul) procedure on (B)(6) 2021. Patient had a prior history of an artificial heart valve and bioprosthetic heart valve, and had stopped anticoagulant therapy for one week prior to the procedure. During recovery, the patient developed worsening abdominal pain and became hypotensive. He was admitted after a CT scan confirmed a large pelvic hematoma. Neotract received further information on 22 july 2021 that the patient had required a blood transfusion due to decreasing hemoglobin levels while hospitalized. It was also reported that the bleeding resolved and his catheter was removed prior to discharge on (B)(6) 2021. Two days later, he was readmitted due to shortness of breath and diagnosed with a new onset of pulmonary embolism requiring heparin drip and a new anticoagulant therapy. The patient was discharged on (B)(6) 2021 and reported to be in stable condition.